Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that a heparin continuous infusion (25,000 unit/250ml in 0.45% nacl). New bag started at 16:21 at 12 units/kg/hr. Rn alerted by pump alarm ¿bolus air in line¿ at 17:02. Rn found heparin bag to be empty. Aptt lab resulted >200s, act 363 (supratherapeutic). Dose held. No apparent patient harm. Infusion report showed pump was programmed correctly.

Manufacturer narrative:
The reported issue of over infusion of heparin could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time.

Event description:
It was reported that at 16:21 a new bag of heparin 25,000 units/nacl 0.45% 250ml was programmed to infuse at a rate of 12/units/kilogram/hour. At approximately 17:02 the rn responded to the device alarming for "bolus air in line" and found the heparin bag empty. A ptt lab resulted >200s, act 363 (supratherapeutic). The heparin dose was held. No apparent patient harm. Infusion report showed pump was programmed correctly.